Event description:
It was reported that prior to an unk procedure, the doctor stated the sleeve of the devices were loose and separated. A like device was used to complete the case. There was no patient consequence reported.